Event description:
Pulmonary artery catheter was placed on 10/18/95. Follow-up chest x-ray confirmed good position and catheter wedged without problem. On 10/19/95 nurse was unable to wedge. Several physicians tried to reposition. Follow-up chest x-ray 10/19/95 showed catheter tightly coiled. Attempt mad to remove catheter unsuccessful. On 10/19/95 at bedside in iccu, surgeon explored neck, removed the knotted catheter and repaired the jugular vein.